Event description:
Patient presented with extremely tortuous and highly calcified iliacs. Went up using a meier guidewire first; however, the bifurcated device kept buckling over the wire. The device was removed and the patient's bp began to drop. A code balloon was used to stop the bleeding. The meier wire was exchanged for a lunderquist and another bifurcated device was opened. After deployment, a contrast run showed a blush outside of the iliac. (The physician is not sure at what point in the procedure, the vessel was perforated). Two limb extensions and a medtronic aneurx device were used to exclude the perforation. There was still a blush outside of the iliac vessel after doing another contrast run, so the physician decided to convert the patient to open repair. The devices were explanted, a surgical graft was sewn in, along with an aortic-byfem. The patient tolerated the procedure well. The physician noted that this was not a device related incident.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.